Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had failed battery. The customer¿s blood glucose level was unknown. The customer reported that they had changed the battery and still had problem. It was reported that they had failed battery. The customer was advised if not aligned or tightened the pump may give battery failed alarm and the pump alarmed battery failed alarm. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use and revert to back up plan and treat per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, failed battery test alarm or battery power loss alarm noted during testing. (B)(4).